Manufacturer narrative:
Method: a review of the manufacturing records has been conducted. Results: the manufacturing records review verified that the lots met all pre-release specifications. Additional devices: (B)(4).

Event description:
On (B)(6), 2009, the patient underwent treatment for a 6.7 cm abdominal aortic aneurysm with gore excluder aaa endoprostheses. No endoleak was identified at the end of the procedure. The patient presented with a type ii endoleak approximately one month later, and then aneurysm enlargement and a proximal type 1 endoleak on (B)(6), 2011. According to the physician, the type ii endoleak caused the aneurysm enlargement, and the aneurysmal disease progression led to the proximal type I endoleak. On (B)(6), 2011, the patient underwent another procedure, and the proximal type I endoleak was resolved with an aortic extender.